Manufacturer narrative:
Product event summary: the ep (electrophysiology) catheter was returned and analyzed. Analysis was performed and no anomalies were found. It was noted that the mechanical operation of the catheter was damaged, there was a visual finding of blood, and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the procedure the temperature sensor alert on the radio frequency catheter activated. Another catheter was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).